Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had chest discomfort and pain after more than 2 weeks after the procedure. X-ray found out the capsule was still attached on the mucosa. The doctor considered to manually take out the capsule on 27th may. The capsule was removed with the snare through endoscopy which resolved the patient's chest discomfort and pain.